Manufacturer narrative:
The instrument involved in this complaint has not been tested by failure analysis as of the date of this report. If the product is evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, a damaged wire was discovered on the 8mm prograsp forceps instrument. There was no report of patient involvement or patient injury. Intuitive surgical inc., (isi) followed up with site's clinical sales representative (csr) and received additional information regarding the complaint: there was a broken cable at the wrist of prograsp forceps instrument. The tips of instrument were not closing. No piece(s) were broken off from instrument's distal part. There was limited motion on instrument due to cable damage.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.